Event description:
During the last use, after using the instrument for the entire case, the team pulled out the instrument and noted the ring piece fell off. After closer inspection, it was noted a screw was missing. X-ray done on the patient and the screw was not found.